Manufacturer narrative:
(B)(4) - results: (dissection).

Event description:
During the index procedure, the pt had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid lcx and one endeavor sprint rx drug-eluting stent implanted to the proximal lad. A coronary artery dissection is reported to have occurred which required the placement of a second endeavor sprint stent in the proximal lad. The investigation assessed that there was no relationship between the event and the study device or study drug. Pt recovered with treatment and no other clinical sequelae were reported.